Event description:
It was reported that during the renal arteriovenous malformation (am) procedure. While coiling in the aneurysm, the subject coil got prematurely detached in the vessel. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 expiration date ¿ added. D4 gtin ¿ added. H4 manufacturing date ¿ added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that after successfully implanting a non-stryker coil, two stryker subject coils became prematurely detached, and the location of the detachment is still unknown. Additional information indicated that the coil prematurely detached in the vessel. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during the renal arteriovenous malformation (am) procedure. While coiling in the aneurysm, the subject coil got prematurely detached in the vessel. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.